Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient has coverage of her pain areas, is fully recovered, and reported to be very happy with the replacement. Electrocautery was used when explanting the implantable pulse generator (ipg), but safely removed from the field for the implantation of the new ipg.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Product family: scs-ipg-r-MRI; upn: m365sc12000; model: sc-1200; serial: (B)(6); batch: 361504.